Event description:
A pt was connected to a lifepak 10 defibrillator/monitor/pacemaker. The defibrillator was used to deliver energy to the pt two times through device standard paddles. The pt was then connected to the defibrillator through a fast-patch adapter and the combination electrodes. Reportedly, when defibrillator energy was discharged, arcing was observed at one of the adapter snap connectors to the corresponding electrode post. It was observed the electrode post had broken off and remained in the snap connector. The post had to be pried out. A new set of electrodes was then used without further incident. The pt was not resuscitated. The reporter stated the pt death was not the result of the reporter discrepancy. The basis upon which this statement was based was not reported.